Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d1; d2; d4; d6; d10; g3; g4; h2; h3; h4. D10: part # us157854/ m2a-magnum pf cup / lot # 091500, part # 11-103203 / taperloc stem/ lot # 964210, part # 139260/ m2a-magnum 42-50m tpr / lot # 396420.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted.the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implant date: 2007. Concomitant medical devices: part # unknown / unknown cup / lot # unknown; part #unknown / unknown liner/ lot # unknown; part #unknown / unknown stem/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 -00843.

Event description:
It was reported the patient underwent a bilateral hip replacement approximately 14 years ago. Subsequently, the patient is alleging toxic metallosis and rash. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.